Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a study regarding a patient receiving intrathecal baclofen 500.0 mcg/ml at 199.83 mcg/day. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the patient was not receiving benefit from intrathecal baclofen despite raising the dose. An isotope pump study was done on 2015-10-19, and it did not show transit of the drug. A side port tap was done on (B)(6) 2015, and there was no free flow of spinal fluid. The device diagnosis was "catheter occlusion." The entire catheter was explanted/replaced on (B)(6) 2016. The event was related to the device or therapy and related to the implant procedure. The programming date from the most recent refill prior to the event was (B)(6) 2015.

Manufacturer narrative:
Section references the main component of the device system; the other relevant components include: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2015, : product type catheter.

Event description:
Additional information received on 14-dec-2016 provided an updated to the outcome as 'resolved without sequelae' as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.